Event description:
Vcoyne (B)(6) 2026. We have obtained information regarding the lot number, so please update the information. Unknown/ 5266048. If a complaint investigation report is required, recipient address for the report: none when did this occur? During use. Needle stick injury: yes other measures taken: unknown was it off-label use (e.g., use on non-humans)? No. Is the returned item used? No. If used, what is adhering to it? If yes, please provide details. Number of items returned: 100. Details of the incident (timeline, circumstances, etc.): after the injection, when I touched the needle tip, the lock was not engaged and I was pricked by the needle. Tmaik (B)(6) 2026: lot # 5266048 is not valid. Unknown entered. Tmaik (B)(6) 2026: lot update. Since we have already sent the complaint sample back, we are unable to verify it here. The complaint sample will arrive at the complaint lab shortly. Please check the tear drop label at the lab.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.